Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead had survived for hematoma and infection. The patient indicated has been in the hospital for last six months. Attempt to obtain additional information was unsuccessful. This device still remains in service. No additional adverse patient effects were reported.